Event description:
Pt initially reported "irritation" and "pain." During a follow up investigation call pt stated that her treating dr noted some scarring underneath her eyelid. Follow up requests to the dr for more info have been made with no response to substantiate the pt's claim.

Manufacturer narrative:
Pt reports "irritation and pain and states dr said she has some scarring underneath the eyelid. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Result: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as an unconfirmed injury. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.